Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited non sustained lead noise episodes. The physician had initially connected the left ventricular lead to the right ventricular connector port and the right ventricular lead to the lv connector port. The lead was fluoroed and an insulation abrasion was noted. The physician re-opened the pocket and connected the leads to the appropriate ports.